Event description:
The customer alleged that the ventilator stopped cycling while in pt use. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event.